Event description:
Consumer called to report meter not giving accurate readings, when compared to another meter. Analysis run on clark error grid using competitive readings (29,63) as ref. Point vs. Bd readings 300, 160 yielded data points in the e/d range of the grid, outside acceptable limits.